Event description:
On 07/14/2006, nellcor puritan bennett received a report of the pilot line separating from the cannula. The caller reported the pilot line separated from the tracheostomy tube. The caller reported that replacement of the tube was required. This report is associated to the third occurrence on mfr32936999-2006-00688.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report is not available for evaluation.